Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-01060. It was reported that the ipg was unable to enter MRI mode. A manufacturer¿s representative met with patient to access the issue. System diagnostics recorded high impedances on both leads and as a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.